Event description:
"8/28/24- provided via isf case # (B)(4) "I think my teeth have once again shifted from when I first started byte. The right canine doesn't look perfectly aligned, so I think I require a new teeth mold and set of retainers to get back on track. Thanks!" 9/1/24 update in case (B)(4): "attaching the requested images. My teeth never fully shifted with this pair of aligners so I've been wearing them for a long time (over a year) for the whole day and started using them as a retainer. I do have a hyperbyte and use it 10 mins. Can you advise on the next steps? I purchased a plan with insurance which I believe starts the process over if need be. Thanks!" 9/4/24: "how many hours daily are you wearing the aligners as a retainer? 20 how many days were you wearing each aligner before switching to the next one? A month how many hours are you/ were you wearing your aligner(s) every day? 20-22 are you using the hyperbyte? I was but it stopped working. If yes, how many minutes are you/ were you using it each day? The allotted time sent by byte. "I have gingivitis but am working with my dentist on deep cleanings that are addressing the problem!"

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.